Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. Per the reporter they had started the patient on the smallest amount of 1 or 0.5. The indication for pump use was non-malignant pain. On (B)(6) 2015 it was reported that the patient's pump was explanted due to an infection at the incision area in either (B)(6) or (B)(6) 2015. The symptoms came on suddenly. The infection was confirmed. The reporter did not remember what month the infection first started. It did not start right after the implant. The patient was taking antibiotics. The patient no longer had a pump. The diagnostics performed and the cause of the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient experienced wound dehiscence and cellulitis. No bacteria was cultured out and the cerebrospinal fluid (csf) culture was negative. It was noted that the patient did not benefit from the device. The concern was the cellulitis and wound dehiscence, where the antibiotics were prophylactic with a negative culture.